Event description:
A physician reported a pt who rec'd her fourth treatment in the glabella and nasolabial on 06 february 1999. There were no problems at the time of the treatment. Thirty minutes later, the developed soreness at the glabellar treatment site. She was seen on 08 february 1999 with a gray area surrounded by erythema at the glabella. The physician's diagnosis was ischemia; tetracycline was prescribed. On 10 february 1999, crusting was noted in the glabellar area; the base showed superficial ulceration around 5c piece size. On 13 february 1999, the erythema and soreness had resolved and the crusted areas had decreased in size.